Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed several black particles on the edge of the dialyzer header cap. It is not possible to identify whether the particles are inside or outside the header cap, loose or mounted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identify of the particulate cannot be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign body" was observed at the "end of the bloodline" of a revaclear 300 prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.